Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. Testing showed that the left cylinder had a tear. The cause of the cylinder tear could not be explained in detail by the hospital. The left cylinder and the pump were removed and replaced. The patient had a stable outcome following the procedure.

Manufacturer narrative:
G2 report source updated. The complaint component was returned and analyzed, and the reported allegation was confirmed via product analysis. The ams700 ipp cylinder was visually inspected and functionally tested. Cylinder has a hole and broken fabric treads in proximal cylinder body attributed to wear at a fold; leak was identified. Cylinder was not pressure test due to leak was identified. The kink resistant tubing was worn to filament. The product record review indicated that the reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient went to the hospital two weeks before surgery because the inflatable penile prosthesis (ipp) was not working properly. Testing showed that the left cylinder had a tear. The cause of the cylinder tear could not be explained in detail by the hospital. The left cylinder and the pump were removed and replaced. The patient had a stable outcome following the procedure.